Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 12x2.0mm quantum maverick balloon was advanced to the lesion. After the first inflation to 20atms/15secs the stenosis was not significantly reduced. The balloon was inflated again but after five seconds into the second inflation the balloon ruptured. The device was removed intact and the procedure was completed with a non-bsc stent. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
Age at time of event - (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).